Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), pelvic pain ("pain / pain") and vaginal haemorrhage ("vaginal bleeding") in a female patient who had essure (batch no. 627303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 (dates of live births: (B)(6) 2007, (B)(6) 2009). Concurrent conditions included obesity. Concomitant products included duloxetine since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced dental caries ("dental problems/cavities"), biliary colic ("gastrointestinal or digestive system condition type: gallbladder gain") and constipation ("constipation") and underwent gallbladder operation ("type of surgery: gallbladder"). In 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dry eye ("dry eyes") and vision blurred ("blurry vision"). In 2015, the patient experienced rash ("skin rash/ random rashes would pop out on body"), libido decreased ("low libido"), endometriosis ("endometriosis"), tachycardia ("tachycardia/blood and heart disorder:heart disorder. "), fatigue ("fatigue"), alopecia ("hair loss"), diarrhoea ("diarrhea") and ocular hyperaemia ("red eyes") and was found to have uterine leiomyoma ("fibroids"). In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis / infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge") and was found to have antinuclear antibody positive ("autoimmune disorder type of disorder: positive ana"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced swelling ("swelling"), depression ("depression"), anxiety ("anxiety"), eye infection ("eye infection"), corneal abrasion ("scratched cornea"), arthralgia ("joint pain"), abdominal pain lower ("abdomen pain- llq"), back pain ("lower back pain") and abdominal distension ("bloating") and was found to have blood pressure increased ("elevated blood pressure/blood and heart disorder: blood disorder. "). The patient was treated with filling and crown and surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy, ablation and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, rash, bacterial vaginosis, swelling, libido decreased, depression, anxiety, menorrhagia, headache, uterine leiomyoma, endometriosis, dysmenorrhoea, gallbladder operation, vaginal discharge, eye infection, corneal abrasion, weight increased, biliary colic, constipation, alopecia, diarrhoea, ocular hyperaemia and arthralgia outcome was unknown, the antinuclear antibody positive, dry eye, fatigue and vision blurred was resolving, the migraine, tachycardia, abdominal pain lower, back pain, blood pressure increased and abdominal distension had resolved and the dental caries had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain lower, alopecia, antinuclear antibody positive, anxiety, arthralgia, back pain, bacterial vaginosis, biliary colic, blood pressure increased, constipation, corneal abrasion, dental caries, depression, diarrhoea, dry eye, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, eye infection, fatigue, gallbladder operation, headache, libido decreased, menorrhagia, migraine, ocular hyperaemia, pelvic pain, rash, swelling, tachycardia, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received- event dental problems was updated to cavities(dental cavity). Medical history updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and vaginal haemorrhage ('vaginal bleeding') in an adult female patient who had essure (batch no. 627303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 (dates of live births: (B)(6) 2007, (B)(6) 2009). Concurrent conditions included obesity and gallbladder operation. Concomitant products included duloxetine since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced dental caries ("dental problems/cavities"), biliary colic ("gastrointestinal or digestive system condition type: gallbladder gain") and constipation ("constipation") and underwent gallbladder operation ("type of surgery: gallbladder"). In 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dry eye ("dry eyes") and vision blurred ("blurry vision"). In 2015, the patient experienced rash ("skin rash/ random rashes would pop out on body"), libido decreased ("low libido"), endometriosis ("endometriosis"), tachycardia ("tachycardia/blood and heart disorder:heart disorder. "), fatigue ("fatigue"), alopecia ("hair loss"), diarrhoea ("diarrhea") and ocular hyperaemia ("red eyes") and was found to have uterine leiomyoma ("fibroids"). In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis / infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge") and was found to have antinuclear antibody positive ("autoimmune disorder type of disorder: positive ana"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced swelling ("swelling"), depression ("depression"), anxiety ("anxiety"), eye infection ("eye infection"), corneal abrasion ("scratched cornea"), arthralgia ("joint pain"), abdominal pain lower ("abdomen pain- llq"), back pain ("lower back pain"), abdominal distension ("bloating"), abdominal pain ("horrrible abdomen pain"), memory impairment ("memory issues"), pyrexia ("fever for one year") and muscular weakness ("muscle weakness") and was found to have blood pressure increased ("elevated blood pressure/blood and heart disorder: blood disorder."). The patient was treated with filling and crown and surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy, ablation and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, vaginal haemorrhage, rash, bacterial vaginosis, swelling, libido decreased, depression, anxiety, menorrhagia, headache, uterine leiomyoma, endometriosis, dysmenorrhoea, gallbladder operation, vaginal discharge, eye infection, corneal abrasion, weight increased, biliary colic, constipation, alopecia, diarrhoea, ocular hyperaemia, arthralgia, abdominal pain, memory impairment, pyrexia and muscular weakness outcome was unknown, the antinuclear antibody positive, dry eye, fatigue and vision blurred was resolving, the migraine, tachycardia, abdominal pain lower, back pain, blood pressure increased and abdominal distension had resolved and the dental caries had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, antinuclear antibody positive, anxiety, arthralgia, back pain, bacterial vaginosis, biliary colic, blood pressure increased, constipation, corneal abrasion, dental caries, depression, diarrhoea, dry eye, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, eye infection, fatigue, gallbladder operation, headache, libido decreased, memory impairment, menorrhagia, migraine, muscular weakness, ocular hyperaemia, pelvic pain, pyrexia, rash, swelling, tachycardia, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: fu 4 and fu 5 processed together. Social media received: new event - abdomen pain, memory issues, fever for one year, muscle weakness were added. Reporter's information added. On 2-oct-2019: no new significant information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), pelvic pain ("pain / pain") and vaginal haemorrhage ("vaginal bleeding") in a female patient (gravida 1) who had essure (batch no. 627303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included morbid obesity. Concomitant products included duloxetine since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced tooth disorder ("dental problems"), gallbladder operation ("type of surgery: gallbladder"), biliary colic ("gastrointestinal or digestive system condition type: gallbladder gain") and constipation ("constipation"). In 2011, the patient underwent tooth disorder ("dental problems"), gallbladder operation ("type of surgery: gallbladder"), biliary colic ("gastrointestinal or digestive system condition type: gallbladder gain") and constipation ("constipation"). In 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dry eye ("dry eyes") and vision blurred ("blurry vision"). In 2015, the patient experienced rash ("skin rash/ random rashes would pop out on body"), libido decreased ("low libido"), uterine leiomyoma ("fibroids"), endometriosis ("endometriosis"), tachycardia ("tachycardia"), fatigue ("fatigue"), alopecia ("hair loss"), diarrhoea ("diarrhea") and ocular hyperaemia ("red eyes"). In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis / infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), menorrhagia ("menorrhagia"), autoimmune disorder ("autoimmune disorder type of disorder: positive ana") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), swelling ("swelling"), depression ("depression"), anxiety ("anxiety"), eye infection ("eye infection"), injury corneal ("scratched cornea"), arthralgia ("joint pain"), abdominal pain lower ("abdomen pain- llq"), back pain ("lower back pain"), blood pressure increased ("elevated blood pressure") and abdominal distension ("bloating"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, rash, bacterial vaginosis, swelling, libido decreased, depression, anxiety, menorrhagia, headache, uterine leiomyoma, endometriosis, dysmenorrhoea, gallbladder operation, vaginal discharge, eye infection, injury corneal, weight increased, biliary colic, constipation, alopecia, diarrhoea, ocular hyperaemia and arthralgia outcome was unknown, the autoimmune disorder, dry eye, fatigue and vision blurred was resolving, the migraine, tachycardia, abdominal pain lower, back pain, blood pressure increased and abdominal distension had resolved and the tooth disorder had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bacterial vaginosis, biliary colic, blood pressure increased, constipation, depression, diarrhoea, dry eye, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, eye infection, fatigue, gallbladder operation, headache, injury corneal, libido decreased, menorrhagia, migraine, ocular hyperaemia, pelvic pain, rash, swelling, tachycardia, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received . Reporter and patient demographics were added. Concomitant disease, concomitant drugs were added. Updated suspect drug indication. Low libido, depression, anxiety, vaginal bleeding, menorrhagia, autoimmune disorder type of disorder: positive ana, migraines, headaches, fibroids, endometriosis, tachycardia, dental problems, dysmenorrhea, type of surgery: gallbladder, vaginal discharge, dry eyes, eye infection, scratched cornea, weight gain, fatigue, gastrointestinal or digestive system condition type: gallbladder gain, constipation, hair loss, diarrhea, blurry vision, red eyes, joint pain, abdomen pain- llq, lower back pain, elevated blood pressure and bloating added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), pelvic pain ("pain / pain") and vaginal haemorrhage ("vaginal bleeding") in a female patient (gravida 1) who had essure (batch no. 627303) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included obesity. Concomitant products included duloxetine since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced tooth disorder ("dental problems"), gallbladder operation ("type of surgery: gallbladder"), biliary colic ("gastrointestinal or digestive system condition type: gallbladder gain") and constipation ("constipation"). In 2011, the patient underwent tooth disorder ("dental problems"), gallbladder operation ("type of surgery: gallbladder"), biliary colic ("gastrointestinal or digestive system condition type: gallbladder gain") and constipation ("constipation"). In 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dry eye ("dry eyes") and vision blurred ("blurry vision"). In 2015, the patient experienced rash ("skin rash/ random rashes would pop out on body"), libido decreased ("low libido"), uterine leiomyoma ("fibroids"), endometriosis ("endometriosis"), tachycardia ("tachycardia"), fatigue ("fatigue"), alopecia ("hair loss"), diarrhoea ("diarrhea") and ocular hyperaemia ("red eyes"). In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis / infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), menorrhagia ("menorrhagia"), antinuclear antibody positive ("autoimmune disorder type of disorder: positive ana") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), swelling ("swelling"), depression ("depression"), anxiety ("anxiety"), eye infection ("eye infection"), corneal abrasion ("scratched cornea"), arthralgia ("joint pain"), abdominal pain lower ("abdomen pain- llq"), back pain ("lower back pain"), blood pressure increased ("elevated blood pressure") and abdominal distension ("bloating"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (B)(6) 2017, hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, rash, bacterial vaginosis, swelling, libido decreased, depression, anxiety, menorrhagia, headache, uterine leiomyoma, endometriosis, dysmenorrhoea, gallbladder operation, vaginal discharge, eye infection, corneal abrasion, weight increased, biliary colic, constipation, alopecia, diarrhoea, ocular hyperaemia and arthralgia outcome was unknown, the antinuclear antibody positive, dry eye, fatigue and vision blurred was resolving, the migraine, tachycardia, abdominal pain lower, back pain, blood pressure increased and abdominal distension had resolved and the tooth disorder had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, antinuclear antibody positive, anxiety, arthralgia, back pain, bacterial vaginosis, biliary colic, blood pressure increased, constipation, corneal abrasion, depression, diarrhoea, dry eye, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, eye infection, fatigue, gallbladder operation, headache, libido decreased, menorrhagia, migraine, ocular hyperaemia, pelvic pain, rash, swelling, tachycardia, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), vaginal haemorrhage ('vaginal bleeding') and gallbladder operation ('type of surgery: gallbladder') in an adult female patient who had essure (batch no: 627303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 (dates of live births: on (B)(6) 2007, on (B)(6) 2009). Concurrent conditions included obesity and gallbladder operation. Concomitant products included duloxetine since 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced dental caries ("dental problems/cavities"), biliary colic ("gastrointestinal or digestive system condition type: gallbladder gain") and constipation ("constipation") and underwent gallbladder operation (seriousness criterion medically significant). In 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced dry eye ("dry eyes") and vision blurred ("blurry vision"). In 2015, the patient experienced rash ("skin rash/ random rashes would pop out on body"), libido decreased ("low libido"), endometriosis ("endometriosis"), tachycardia ("tachycardia/blood and heart disorder: heart disorder"), fatigue ("fatigue"), alopecia ("hair loss"), diarrhoea ("diarrhea") and ocular hyperaemia ("red eyes") and was found to have uterine leiomyoma ("fibroids"). In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis / infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge") and was found to have antinuclear antibody positive ("autoimmune disorder type of disorder: positive ana"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced swelling ("swelling"), depression ("depression"), anxiety ("anxiety"), eye infection ("eye infection"), corneal abrasion ("scratched cornea"), arthralgia ("joint pain"), abdominal pain lower ("abdomen pain- llq"), back pain ("lower back pain"), abdominal distension ("bloating"), abdominal pain ("horrible abdomen pain"), memory impairment ("memory issues"), pyrexia ("fever for one year"), muscular weakness ("muscle weakness"), nausea ("nausea") and autoimmune thyroiditis ("found out I have hashimoto's") and was found to have blood pressure increased ("elevated blood pressure/blood and heart disorder: blood disorder."). The patient was treated with filling and crown and surgery on (B)(6) 2017, hysterectomy with bilateral salpingectomy, ablation and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, vaginal haemorrhage, rash, bacterial vaginosis, swelling, libido decreased, menorrhagia, depression, anxiety, headache, uterine leiomyoma, endometriosis, dysmenorrhoea, gallbladder operation, vaginal discharge, eye infection, corneal abrasion, weight increased, biliary colic, constipation, alopecia, diarrhoea, ocular hyperaemia, arthralgia, abdominal pain, memory impairment, pyrexia, muscular weakness, nausea and autoimmune thyroiditis outcome was unknown, the antinuclear antibody positive, dry eye, fatigue and vision blurred was resolving, the migraine, tachycardia, abdominal pain lower, back pain, blood pressure increased and abdominal distension had resolved and the dental caries had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, antinuclear antibody positive, anxiety, arthralgia, autoimmune thyroiditis, back pain, bacterial vaginosis, biliary colic, blood pressure increased, constipation, corneal abrasion, dental caries, depression, diarrhoea, dry eye, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, eye infection, fatigue, gallbladder operation, headache, libido decreased, memory impairment, menorrhagia, migraine, muscular weakness, nausea, ocular hyperaemia, pelvic pain, pyrexia, rash, swelling, tachycardia, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events were added: found out I have hashimoto's and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), vaginal haemorrhage ('vaginal bleeding') and gallbladder operation ('type of surgery: gallbladder') in an adult female patient who had essure (batch no. 627303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 (dates of live births: (B)(6) 2007, (B)(6) 2009). Concurrent conditions included obesity and gallbladder operation. Concomitant products included duloxetine since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced dental caries ("dental problems/cavities"), biliary colic ("gastrointestinal or digestive system condition type: gallbladder gain") and constipation ("constipation") and underwent gallbladder operation (seriousness criterion medically significant). In 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dry eye ("dry eyes") and vision blurred ("blurry vision"). In 2015, the patient experienced rash ("skin rash/ random rashes would pop out on body"), libido decreased ("low libido"), endometriosis ("endometriosis"), tachycardia ("tachycardia/blood and heart disorder:heart disorder. "), fatigue ("fatigue"), alopecia ("hair loss"), diarrhoea ("diarrhea") and ocular hyperaemia ("red eyes") and was found to have uterine leiomyoma ("fibroids"). In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis / infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge") and was found to have antinuclear antibody positive ("autoimmune disorder type of disorder: positive ana"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced swelling ("swelling"), depression ("depression"), anxiety ("anxiety"), eye infection ("eye infection"), corneal abrasion ("scratched cornea"), arthralgia ("joint pain"), abdominal pain lower ("abdomen pain- llq"), back pain ("lower back pain"), abdominal distension ("bloating"), abdominal pain ("horrrible abdomen pain"), memory impairment ("memory issues"), pyrexia ("fever for one year"), muscular weakness ("muscle weakness") and nausea ("nausea") and was found to have blood pressure increased ("elevated blood pressure/blood and heart disorder: blood disorder."). The patient was treated with filling and crown and surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy, ablation and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, vaginal haemorrhage, rash, bacterial vaginosis, swelling, libido decreased, menorrhagia, depression, anxiety, headache, uterine leiomyoma, endometriosis, dysmenorrhoea, gallbladder operation, vaginal discharge, eye infection, corneal abrasion, weight increased, biliary colic, constipation, alopecia, diarrhoea, ocular hyperaemia, arthralgia, abdominal pain, memory impairment, pyrexia, muscular weakness and nausea outcome was unknown, the antinuclear antibody positive, dry eye, fatigue and vision blurred was resolving, the migraine, tachycardia, abdominal pain lower, back pain, blood pressure increased and abdominal distension had resolved and the dental caries had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, antinuclear antibody positive, anxiety, arthralgia, back pain, bacterial vaginosis, biliary colic, blood pressure increased, constipation, corneal abrasion, dental caries, depression, diarrhoea, dry eye, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, eye infection, fatigue, gallbladder operation, headache, libido decreased, memory impairment, menorrhagia, migraine, muscular weakness, nausea, ocular hyperaemia, pelvic pain, pyrexia, rash, swelling, tachycardia, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram in (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new mr received- new event nausea was added. We received a lot number n this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and pelvic pain ("pain") in a female patient (gravida 1) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), bacterial vaginosis ("bacterial vaginosis") and swelling ("swelling"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, rash, bacterial vaginosis and swelling outcome was unknown. The reporter considered bacterial vaginosis, ectopic pregnancy with contraceptive device, pelvic pain, rash and swelling to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.